Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest cgm reading of 305 mg/dl and a corroborating glucometer value of 301 mg/dl lasting about five hours after ingesting a glucose tablet taken when the glucose was approximately 90 mg/dl; the user was using a teflon infusion set on the abdomen with a libre 3 plus cgm and did not perform a supply change, and the device problem and component could not be characterized due to insufficient information. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.